Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine the cause for the reported leak/splash (loss of fluid column). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while flushing the steerable guide catheter (sgc) the sheath hemostatic valve leaked air. A replacement sgc was selected and the procedure was completed successfully. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported.